Manufacturer narrative:
Received one used list# 46104-65, tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set. Lot# unknown, one used syringe 10 ml. The reported complaint of tubing separation was confirmed on the returned set. During visual inspection the 25" pressure tubing was found separated from the winged male luer. The end of the pressure tubing was found tacky and the presence of uv adhesive was observed. The probable cause of the tubing separation was the uv adhesive not being fully cured during manufacturing process. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
A medsun mandatory medwatch report (uf/importer report#(B)(4)) was received that stated, "tubing disconnected spontaneously at point prior to three-way stopcock". Additional information from the customer stated there were no issues noted during the initial set-up/priming. The approximate age of the device is 1 day. It was also reported that the original intended procedure was a-line tubing and the event occurred in the neonatal intensive care unit (nicu). There was patient involvement and no report of human harm.